Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was found to be broken at the main tube/roll gear interface when the conductor wire was inspected and lightly pulled. An electrical continuity was performed and failed. No thermal damage was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument had no electricity and was exchanged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument stopped conducting electricity and was replaced with another instrument. The instrument cables were intact and there were no signs of thermal damage. The instrument did not collide with another instrument or tool during the procedure. There were no problems when removing the instrument through the cannula.